Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer has a standard protocol to verify unexpected results prior to reporting results out of the laboratory.

Event description:
The customer reported non-reproducible false positive troponin I (accutni) patient results involving unicel dxc 600i synchron access clinical system. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.